Manufacturer narrative:
Tandem technical support followed up with the customer approximately 2 hours later, and the customer¿s bg levels had since dropped down to 300mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that every time the customer goes through a site and cartridge change, they start having elevated blood glucose (bg) levels. Reported bg levels were approximately 400-450mg/dl. The customer was going to treat by administering a manual injection. System check was performed with tandem technical support, and the pump performed as intended. Since high bgs were occurring right after a supply change, tandem technical support will have the clinical diabetes specialist meet with the customer to make sure that the customer is using the proper technique while loading the cartridge.